Event description:
It was reported to philips that tempus pro failed 12-lead ECG test philips is investigating the reported complaint.

Manufacturer narrative:
Become aware date, event date updated to 01feb2023. Device problem code grid updated.

Manufacturer narrative:
Become aware date, event date updated to 01nov2024. Device problem code grid updated.